Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer stated that they changed the measurement cartridge and it appears to have solved the issue. The cause for the discrepant results is unknown.

Event description:
The customer reported discrepant sodium and potassium results. There was no injury reported due to this event.

Manufacturer narrative:
Siemens reviewed the information provided. The suspect samples were contaminated due to the presence of salt being introduced to the sample from the sample port/luer area ahead of the sample causing elevated na+ and k+ levels.

Manufacturer narrative:
Siemens reviewed the information provided. It is suspected that the suspect samples were contaminated due to the presence of salt being introduced to the sample from the sample port/luer area ahead of the sample causing elevated na+ and k+ levels. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.